Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to not detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to an approved zoll service provider. The customer's report was observed during review of the device logs. However, the device put through extensive testing including full functional testing without duplicating the report. The error was cleared and did not reoccur. The device was recertified and returned to the customer. Analysis of reports of this type has not been identified an increase in trend.